Event description:
It was reported that during a cholecystectomy procedure, the clips are not closed and broke the cystic duct. Put more clips on and redone drain as a precaution to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.